Manufacturer narrative:
Because the customer reported the issue via email, customer service responded with an email encouraging the customer to phone in so that her issue(s) could be addressed. As of the date of this report, the customer has not contacted customer service by phone. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she wasn't responding well to the replacement pump, but if she does warm compresses and massage before pumping, it is better. As of the date of this report, follow up with the customer is on-going. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged via email to medela llc that she was experiencing low suction issues with a replacement pump in style breast pump that she received in response to a separate complaint (filed under medwatch 1419937-2018-00125). Like the previous complaint, she alleged that the pump was not emptying her breast on one side, even when on the maximum vacuum setting and she had developed mastitis and was hospitalized for 2 days with IV antibiotics.